Event description:
It was reported that the pump's usb port was loose resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 12 pro max / 2.9.1 / ios 26.1.